Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/ abdominal pain'), genital haemorrhage ('gen. Abnorm. Bleed') and kidney infection ('kidney infections') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), kidney infection (seriousness criterion medically significant), abdominal pain ("pelvic/ abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping),"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury"), cystitis ("bladder/urinary problems: bladder infect., bladder probs., vag. Discharge, utl, vag. Infect."), bladder disorder ("bladder/urinary problems: bladder infect., bladder probs.,vag. Discharge, utl, vag. Infect."), vaginal discharge ("bladder/urinary problems: bladder infect., bladder probs.,vag. Discharge, utl, vag. Infect."), vaginal infection ("bladder/urinary problems: bladder infect., bladder probs.,vag. Discharge, utl, vag. Infect."), urinary tract infection ("bladder/urinary problems: bladder infect., bladder probs.,vag. Discharge, utl, vag. Infect."), fatigue ("fatigue"), migraine ("migraine"), headache ("headache"), nausea ("nausea"), alopecia ("hair loss"), tooth disorder ("dental probs.,"), nervous system disorder ("nuero condit/prob"), visual impairment ("vision probs"), muscular weakness ("muscle weakness"), speech disorder ("speech problem,"), hypoaesthesia ("numbness,"), amnesia ("memory loss") and paraesthesia ("tingle sensation in hands/feet.") And was found to have hormone level abnormal ("hormonal changes,"), weight increased ("weight gain") and weight decreased ("weight loss."). The patient was treated with surgery (on (B)(6) 2018 (salping. (Unilateral),oophorectomy (unilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, back pain, dyspareunia, menorrhagia, metrorrhagia, dermatitis allergic, psychological trauma, cystitis, bladder disorder, vaginal discharge, vaginal infection and urinary tract infection outcome was unknown and the kidney infection, fatigue, migraine, headache, nausea, alopecia, tooth disorder, hormone level abnormal, nervous system disorder, visual impairment, weight increased, weight decreased, muscular weakness, speech disorder, hypoaesthesia, amnesia and paraesthesia had resolved. The reporter considered abdominal pain, alopecia, amnesia, back pain, bladder disorder, cystitis, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, hypoaesthesia, kidney infection, menorrhagia, metrorrhagia, migraine, muscular weakness, nausea, nervous system disorder, paraesthesia, pelvic pain, psychological trauma, speech disorder, tooth disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: date of removal: (B)(6) 2018, (B)(6) 2018. She received treatment for pelvic pain, abdominal pain, dysmenorrhea, back pain, apareunia, dyspareunia, menorrhagia, genital bleeding, metorhagia, rash/skin condition, psych injury, bladder infection, bladder problem, vaginal discharge, utl, vaginal infection, fatigue, migraine, headaches, nausea, hair loss, dental problems., hormonal changes, nuero condit/problem,, vision problems, other, weight gain, weight loss. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: essure confirmation test(s) conducted, unspecified (bilateral occlusion). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received: case became incident. Injury nos was replaced with new events pelvic pain, abdominal pain, dysmenorrhea, back pain, apareunia, dyspareunia, menorrhagia, genital bleeding, metorhagia, rash/skin condition, psych injury, bladder infection, bladder problem, vaginal discharge, utl, vaginal infection, fatigue, migraine, headaches, nausea, hair loss, dental problems., hormonal changes, nuero condit/problem,, vision problems, other, weight gain, weight loss, muscle weakness, speech problem, numbness, memory loss, kidney infections, and tingle sensation in hands/feet. Updated outcome of events fatigue, migraine, headaches, nausea, hair loss, dental problems., hormonal changes, nuero condit/problem,, vision problems, other, weight gain, weight loss, muscle weakness, speech problem, numbness, memory loss, kidney infections, and tingle sensation in hands/feet to recovered/resolved. Date of removal and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.